Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty inserting the sgc guide attach into the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to insert may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, it was difficult to insert the first guide into the stabilizer where back pin fits into the stabilizer. Guide was exchanged and had same problem. Implanter was able to manipulate the pins with the hemostat and get the guide inserted into the stabilizer. It was found that there was tiny metal on the stabilizer that prevented the guide from connecting. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.